Event description:
Advocate stated that customer tested her blood glucose using her contour meter and received a reading of 86 mg/dl. She retested on her breeze2 meter and received a reading of 318 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent. Customer does not have any strips left to return for evaluation.